Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, the lcd screen was scratched and the downstream occlusion sensor seal was bubbled. The investigation confirmed the reported issues. The investigation determined that a distorted piezo was the cause of the speaker issue and a damaged downstream occlusion sensor seal was the cause of the reported abrasion. The rear speaker and downstream occlusion sensor sensor seal were replaced.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pumps speaker was not working properly during bench testing. It was also reported pump had abrasion of the downstream occlusion sensor. No patient involvement, event occurred during testing.